Event description:
In 2009 the lay patient contacted lifescan (lfs) canada alleging that her one touch ultra 2 meter does not turn on. The medical surveillance specialist (mss) sent follow up questions to lfs canada and received additional information included below. The patient said she takes the following diabetes medications: actose 30mg each am with breakfast and gluconorm (prandin) 1 to 1.5 mg daily with supper. She adjusts her gluconorm dosage and diet based on her blood glucose readings. The patient said the lfs meter stopped working (three days prior). The last readings she obtained on the meter were 5.1 mmol/l in the morning and 7.0 mmol/l at supper that day. She stated these were normal results for her. The patient was unable to test her blood glucose the next day. She said she was conservative and took the lower dosage of gluconorm with a normal sized meal on saturday evening. At round 11:00 pm, the patient said she started having double-vision, hot flashes, and was shaking. She took some juice to drink. The patient said she attempted to trouble shoot the power issue and changed the batteries. However, the meter still did not power on. She took the meter to her pharmacy. The pharmacy personnel tested the patient's new batteries in their pharmacy meter; the pharmacy meter powered on. The lfs customer service agent noted that the patient's meter did not turn on with test strip insertion or when the power button was pressed. The patient's products were replaced. This complaint is reported because the patient alleges that the lfs meter did not power on. She said she was unable to test her blood glucose for one day and experienced shaking at 11:00 pm on the day she was unable to test.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.